Event description:
An eyecare practitioner reported a culture positive pseudomonas, central corneal ulcer, with moderate associated pain reported, that occurred on a pt while wearing the focus night & day lens as a daily wear lens. The type of solution the consumer was using to clean and disinfect the lenses is unknown. The doctor stated the consumer had been wearing the lens for approximately 4 months before the ulcer occurred sometime this summer. The ulcer has completely resolved with treatment of antibiotics. Because of scarring, a loss of vision has occurred and the doctor will refit the consumer with a gas permeable lens to achieve the best corrected vision of 20/30. Pre-event acuity reported as 20/20, od. No further information is available.